Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 24 synergy ii drug-eluting stent, it was noted that the stent was damaged despite proper removal of the stent protector. The device never entered the patient's body and the procedure was completed with another 2.50 x 24 synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. The stent had been moved in a distal direction 5mm from the distal end of the proximal marker band. Stent strut rows 4,5 and 6 from the proximal end of the stent are concertained. Stent strut rows 7 to 19 from the proximal end of the stent are damaged and deformed. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypo tube kink 215mm distal to the strain relief. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 24 synergy ii drug-eluting stent, it was noted that the stent was damaged despite proper removal of the stent protector. The device never entered the patient's body and the procedure was completed with another 2.50 x 24 synergy ii stent. No patient complications were reported.